Event description:
The physician performed atherectomy on the left popliteal; 2 cutting passes were performed. After the first pass, the physician rotated the device using the clear torque hub. Upon completion of the second cutting pass, the physician was pleased with results and attempted to remove silverhawk over the wire. The physician experienced significant resistance trying to remove silverhawk. Under angiography, the physician identified a wire loop around the silverhawk which appeared to have prolapsed the tip of the sh. The physician then had to remove the silverhawk and wire at the same time. When the physician reached the hub of the 7fr sheath it was not possible to pull the catheter through the sheath. The physician had to remove everything from the body and hold manual pressure on the femoral access site. Investigation of the returned device on (B)(4) 2014 found the distal tip assembly of the silverhawk was fractured. The cause of the difficulties encountered appears related to withdrawing the silverhawk device through the guide sheath over a prolapsed or coiled guidewire.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.